Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported that during patient use, the ventilator stopped cycling. The flow stopped and the ventilator alarmed. The logs show: pressure control ventilation (pcv) not reached. The patient was sent to the hospital. There was no harm reported.